Event description:
It was reported that the patient experienced two events on (B)(6) 2026, wherein the infusion set was accidentally pulled out during use due to tubing catching on something or pump falling. In both instances, the patient replaced the infusion set and successfully resumed insulin delivery.

Manufacturer narrative:
Initial 1 of 2. E1: name: tandem. Country: united states of america. Street: 11045 roselle street suite 200. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.